Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to customer. The customer¿s blood glucose (bg) level was ¿low¿, per cgm meter reading, the entered amount of insulin was delivered however the customer miscalculated the carbohydrates which resulted in low bg. Customer consumed carbohydrates to address low bg.